Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic gynecological uterine fibroid procedure, while suturing the device thread broke. They then used another suture to resolve the issue in order to complete the case. There was no patient injury.